Manufacturer narrative:
The field complaint of pacing problem was not confirmed. The device was received in bvvi mode which occurred after explanting due to low battery voltage and exposure to cold temperature. Device code was downloaded successfully. Further functional testing did not find any anomalies other than battery reached eri levels due to normal usage. The device was implanted for 12.02 years which exceeded the device¿s 10.89 year projected longevity based on field settings and is considered as normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement due to normal eri, a loss of pacing was observed following electrocautery use. The physician performed cardiac massage until pacemaker function returned. The event was resolved by explanting and replacing the device during the planned device replacement procedure due to normal eri. The patient was in stable condition.